Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the lens remains implanted. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown as product serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. A video was provided by the account. Upon evaluation of the video, the implantation of lens (serial number unknown) was observed. The intervention was evaluated until lens insertion on patient. A potential lens damage was observed when lens was fully unfolded. The condition observed cannot be distinguished if it relates to a crack, scratch, or other condition on the lens since sample is not available for evaluation. No haptic damaged can be observed. Since there is no sample (e.g. The lens or the device) returned for further evaluation, the complaint reported cannot be confirmed by the manufacturing site as related or originated during the manufacturing process. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A historical review cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) was found to be broken after the iol was inserted during the procedure. The iol was not removed, and the patient is being monitored. There was no patient injury reported. As a result of the postoperative examination on (B)(6) 2021, the corrected visual acuity was reported to be 0.4. They have been observing the patient's progress. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the serial number of the device ((B)(6)) had been provided which it was inadvertently not included in the initial emdr report. Therefore, the information has been captured in this supplemental emdr report. The following fields were updated accordingly: section d4: catalog number: dcb00v0195, section d4: serial number: (B)(6), section d4: expiration date: feb 11, 2023, section d4: unique identifier (UDI) number: (B)(4). Section h4: device manufacture date: feb 11, 2020. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states, however, the country should have been japan. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the 'manufacturing records review' that was performed after the lens serial number became known, was inadvertently not captured in the supplemental emdr report #2; therefore, it is being captured in this supplemental emdr report as follows: manufacturing records review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.